Event description:
Additional information received reported that the implant date was what was noted in the patient's hospital file. It was noted that the date would be confirmed with the patient the next time a follow-up was performed. If additional information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient arrived at a follow-up with pain at the pocket (she was very thin) and a hot sensation at the pocket. The physician suggested the patient switch off the device. There was an interrogation showing high impedances measurement of >4000 ohms on all electrodes expect 0. The device was reprogrammed using 0, as it can couple in order to active the only couple with good impedance. An x-ray had been 'programmed' and in september they will decided what action could be taken. There was no patient injury or adverse event. Additional information has been requested, but was not available as of the date of this report. Information received indicated a device implant date that was prior to the device manufacture date; clarifying information has also been requested.

Manufacturer narrative:
Product ID 388928, serial# unknown, implanted: (B)(6) 2010, product type lead. (B)(4).